Manufacturer narrative:
Technical eval: there is a break in the core wire of the separator just distal of the teardrop structure. This MDR is being filed as part of the remediation action taken in response to the (B)(4) issued to penumbra on (B)(4), 2009.

Event description:
The 032 separator stretched in the distal platinum portion of the wire. No pt injury.